Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. User speculates it could be that the backlight is out. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment that external pulse generator (epg) would not power up, as the main printed circuit board (pcb) was contaminated and out of specification (electrical). It was also noted that the device had internal contamination. Ten self-test stuck buttons were detected, two self-test stuck buttons recovered. There were also several device error codes recorded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.